Event description:
It was reported to philips that the x-ray exposure was not possible with the system. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was cancelled and rescheduled for a different time. There was no harm reported to philips. The philips field service engineer (fse) visited onsite and found that the exposure button did not work. To resolve the issue, fse advised for the replacement of the wired footswitch. However, the customer did not approve the quote and there is no further service provided. The codes were updated based on the investigation outcome.